Event description:
It was reported that device was undersized, and did not function as intended, the surgeon performed add'l reaming of the pt's bone to achieve a proper fit.

Manufacturer narrative:
Na